Manufacturer narrative:
This event should be re-evaluated for MDR reporting. It was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the ruler broke during surgery. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. Absolutely no broken pieces fell into the patient¿s wound at all.